Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 600mg/dl and blurry vision. The father stated that she was not connected to the insulin pump at time of her admission. The caller stated that the battery is missing, and he requested a battery cap. The customer was attempting to upload the insulin pump to the carelink, but the communication ended since the customer was using a cell phone. Attempted to contact the caller several times without results. No further information was provided.